Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test or verify failed battery test alert due to blank display. Pump received with broken battery tube threads. Pump received with stripped battery cap(p) coin slot. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a failed battery test alarm. The contacts were damaged and the spring was corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.